Event description:
The customer reported to customer service that the power supply for her breast pump "looks like it is coming apart." The customer did not report an injury.

Manufacturer narrative:
A replacement power supply was sent to the customer. In a follow up with the customer, she indicated that there are cracks on the base of the transformer at the seam (she doesn't know how it cracked), and if she pulls it open, she can see inner electronics. She also indicated that no injuries were sustained as a result of the issue. A product evaluation revealed that the transformer housing was broken, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 14.0 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire, and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 54.6 ohms, which is normal and indicates that the thermal fuse did not blow.